Event description:
It was alleged that during a case, the blade flaked into the wrist. It was reported that the flakes were removed with saline and the blade was replaced, and there was no injury to the patient.